Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced two events of diabetic ketoacidosis (500 mg/dl and 623 mg/dl) due to bent cannula resulting in hospitalization on (B)(6) 2025 and (B)(6) 2024 respectively. The duration of stay was 24 hours. Patient also had high ketones. Patient received intravenous fluids of saline and insulin as a corrective treatment in both the events. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.